Event description:
The customer reported that the insulin pump was alarming low battery. She stated that she tried several different batteries until one worked. In the alarm history, the battery was shown to have lasted more than one week. The customer also mentioned that the battery cap was fine but there was a piece missing from the area around the battery compartment from when she dropped the insulin pump. The customer further reported that she was unable to navigate through entire alarm history as the up and down arrow buttons were sticking. The customer stated that she pushed the down arrow and it would not move, then jump to the bottom of the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with the current time and date and was monitored in a 50 c oven for several days. No unexpected low battery alarm was noted. The time and date functioned properly. All of the operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.